Manufacturer narrative:
The samples were serum qc and calibration results were within specifications service was not dispatched since this is a reagent issue. Investigation into root cause is on going.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous high rheumatoid factor results generated by the immage 800 immunochemistry. The erroneous results were reported out of the laboratory. Results were provided for 28 patient samples reading between 20 and 25 iu/ml without any confirmatory results to indicate which ones were discrepant. Patient treatment was not impacted.